Manufacturer narrative:
Product was not returned to the manufacturer . No examination can be performed. The review of the traceability and device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested. Conclusion is not yet available. Investigation still in progress. Not returned to the manufacturer.

Event description:
Roi-c : broken inserter. From information provided by the reporter : after deploying the first plate the inserter broke where the threaded portion attached to the graft. Update received : implant had to be removed because the inserter broken upon plate deployment. Update received on may 3rd : inserter bent. Threaded rod holder broke. No exact information were communicated about the anchor lot and ref involved in this event. Two reports were made including this one , given information about the two anchoring plate . Ref and lot number that could be involved in this incident. The surgery was delay 35 minutes. No impact on patient was reported. Additional information were requested . Investigation still in progress.

Event description:
Roi-c: broken implant upon anchor impaction. Description provided in the complaint report: first implant broke upon final impact . Reporter don't indicate any harm or injury to the patient. Reporter don't mention any surgery complication. The surgery was delay 35 minutes. No information were given about the exact lot number of the anchoring plate associated to this event. Another report was also sent concerning the other anchoring plate lot number. Additional information were requested and no further information were provided.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Date of report; type of report; follow up type; evaluation codes& additional narrative were updated. Based on the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. The likely hypothesis of this event is that the cage has been used with a broken and bent implant holder. As the product has been scrapped by the hospital, it cannot be possible to perform analysis of the product and confirm the root cause. The bent instrument cause was found related to normal wear from use. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown with hypothesis of use of the device with a damaged instrument.